Event description:
It was reported the pt had lost weight, and the ipg location had since become uncomfortable. The physician repositioned the ipg from the buttock area to the abdominal area. Follow up identified the issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.